Event description:
Pt reported numerous hypoglycemic episodes, while wearing the device. They stated that in 2004, they "dropped off into a coma." Their spouse phoned 911,and gave pt a tube of glucose. Upon the emergency medical technician arrival, pt had regained consciousness. Pt stated that in 2005 and again, 7 days later, they began convulsing in their sleep. On both occassions, pt's wife treated pt with a shot of glucogon. The following day, pt sought treatment, at the hosp, for extensive bruising on their left shoulder (from the previous night's convulsions). They were advised that their shoulder was broken in 3 places, and would likely necessitate a full shoulder replacement.